Event description:
The customer reported that a chemotherapy drug, docetaxel, infused in 30 minutes instead of the expected 60 minutes. The medication was mixed in 250 mls of solution. The medication was hung at 10:59, and at 11:29, the device alarmed for air in line and it was at that time the nurse noticed the IV bag was empty. Maintenance solution was infused to complete the one hour time frame. It was further reported that there is some suspicion that the user programmed the rate at 528 mls instead of 252 mls. A log review was requested. There was no report of patient harm or medical intervention. Although requested, no further patient/event information was provided.

Manufacturer narrative:
(B)(4). The customer stated that the biomed tested the pump and did not find anything wrong. At this time, the biomed plans on putting the device back into service since there were no problems found during testing. An event log review was requested however the logs and data set have not been received. A follow up report will be submitted with results of the evaluation should the logs be received.